Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was being treated for normothermia in an arctic sun device. The device gave alert 113 (reduced water temperature control) last night and yesterday. Patient temperature was controlled yesterday and today until the last hour. Patient temperature has dropped to 35c. Therapy was currently stopped. Asked nurse to resume therapy. Rectal to bedside is 35.8c. Esophageal to as 35.1c. Nurse stated that the water has been between 18-25c. Pump hours were 5019.9 and system hours were 6030.1. They took patient to MRI last night and when they returned, they got an alarm that made them thought they needed to change the pads. They filled the reservoir during that time without emptying the pads. Event log shows alert 113 (reduced water temperature control), alert 45 (ac power lost), alert 01 (patient line open), alert 02 (low flow), and alarm 14 (pt temp 1 probe out of range). Flow rate (fr) was 2.6lpm. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 75 percentage. Heater command was 100 percentage. Water level was 5. Outlet monitor temperature (t1) was 15c. Walked nurse through draining some water from the circulation tank. Nurse stated that the water has chunks in it. Water 17.7c. Device set to rewarm at 0.25c/hr. Trend with 3 arrows up. Heater command was 0 percentage. Explained the device was attempting to warm patient at 0.25c/hr so the water might not get too warm in attempt to continue a controlled rewarm. Asked nurse to call back if they get any additional alarms with the device running. During second call, patient was being treated for normothermia, and the device gave alert 113 (reduced water temperature control) last night and yesterday. Patient temperature was controlled yesterday and today until the last hour. Patient temperature has dropped to 35c. Therapy was currently stopped. Nurse called back around 1pm. Device was giving alert 113 again. Patient temperature (pt) was 36.5c, water temperature (wt) was 38c, chiller temperature (t4) was 5.2c. Mixing pump command 100 percentage. Advised device needs to go to biomed labeled with alert 113, not cooling.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was being treated for normothermia in an arctic sun device. The device gave alert 113 (reduced water temperature control) last night and yesterday. Patient temperature was controlled yesterday and today until the last hour. Patient temperature has dropped to 35c . Therapy was currently stopped. Asked nurse to resume therapy. Rectal to bedside is 35.8c. Esophageal to as 35.1c. Nurse stated that the water has been between 18-25c. Pump hours were 5019.9 and system hours were 6030.1. They took patient to MRI last night and when they returned, they got an alarm that made them thought they needed to change the pads. They filled the reservoir during that time without emptying the pads. Event log shows alert 113 (reduced water temperature control), alert 45 (ac power lost), alert 01 (patient line open), alert 02 (low flow), and alarm 14 (pt temp 1 probe out of range). Flow rate (fr) was 2.6lpm. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 75 percentage. Heater command was 100 percentage. Water level was 5. Outlet monitor temperature (t1) was 15c. Walked nurse through draining some water from the circulation tank. Nurse stated that the water has chunks in it. Water 17.7c. Device set to rewarm at 0.25c/hr. Trend with 3 arrows up. Heater command was 0 percentage. Explained the device was attempting to warm patient at 0.25c/hr so the water might not get too warm in attempt to continue a controlled rewarm. Asked nurse to call back if they get any additional alarms with the device running. During second call, patient was being treated for normothermia, and the device gave alert 113 (reduced water temperature control) last night and yesterday. Patient temperature was controlled yesterday and today until the last hour. Patient temperature has dropped to 35c. Therapy was currently stopped. Nurse called back around 1pm. Device was giving alert 113 again. Patient temperature (pt) was 36.5c, water temperature (wt) was 38c, chiller temperature (t4) was 5.2c. Mixing pump command 100 percentage. Advised device needs to go to biomed labeled with alert 113, not cooling.